Event description:
During a robotic hysterectomy, the surgeon was dissecting the vaginal cuff and noted that the green cap on the vcare size small was in the abdomen. The cap was retrieved and the vcare was removed, all parts accounted for. No harm to pt. However, during our investigation, it was discovered that if the balloon rolls over the plastic cuff it allows the cap to fall right off the stick.